Event description:
The customer reports anomolous readings during monitoring. No report of injury has been received.

Manufacturer narrative:
Customer has been contacted in writing & informed that the sensor was received in a condition which prevented any analysis to determine the nature of the incorrect data reading or how the sensor may have contributed. Recommendations for future return of product where advised.